Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ug4j, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The device manufacturer's representative (rep) reported there was an expired device that was implanted on (B)(6) 2015. The use by date was 2015-05-28. The device was 155 days expired. There were no patient symptoms reported. If additional information is received, a supplemental report will be submitted.